Event description:
At 1530 on june 3, 1992, the omniflow pump was checked and working. Procainamide, dopamine and a maintenance IV were infusing through this pump. At 1600, it was found that no fluids were infusing through the omniflow pump. No alarm went off to indicate the reason the pump shut down. The pump had been plugged in and turned on (i.e. It was not operating on batteries). Each fluid status read out showed "log" no reference to "log" was found in the pump instructions. A new pump was obtained and fluids resumed immediately. The patient had atrail fibrillation and a drop in blood pressure at the time the fluid infusion cessation was noted. The blood pressure returned to near the previous level. The atrial fibrillation continued until patients death with 49% total body service area steam burn with a significant airway injury 7 days before. Atrail fibrillation cardiac rhythm had converted the previous day.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.